Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l96316), and no non-conformances were identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.

Event description:
This is report 1 of 2 for the same event. It was reported by the customer in (B)(6) that during a correction of patellar dislocation (reconstruction of medial patellofemoral ligament) procedure on (B)(6) 2021, two 4.5 healix peek anch.w/ocord devices were implanted in the middle and upper part of the medial patella. According to the report, the wound healed well and the suture was removed. About two months after the operation, the patient had wound secretions from the medial patellar incision. The patient requested local incision and dressing change in the nearby hospital. During the dressing change, there was local liquefaction of wound fat and poor healing. After seeing a doctor again, the patient was admitted to the hospital. For the second stage operation, local debridement and flushing of the wound, removal of local proliferative granulation tissue and closure of the wound. The status of the patient post-surgery was unknown. No additional information could be provided.